Event description:
It was reported that during a pump replacement procedure the day prior to the report the healthcare provider (hcp) noticed that the pump segment of the catheter was disconnected from the spinal segment of the catheter. The spinal segment was found tied off; however, the hcp was unsure why it had been tied off. A new pump was implanted and a new pump segment catheter was attached to the existing spinal segment. The caller was to perform a catheter dye study to check the patency of the catheter. If the catheter was not patent, the hcp was to replace the catheter. The device system delivered compounded baclofen. It was later reported that the caller was unsure how much medication the patient had been receiving or if he was receiving any medication at all. It was later reported that the patient underwent an indium injection and tracking medication movement via nuclear med scans. The first scan was performed on (B)(6) 2013 at which time the scan showed no movement of the medication. According to calculations made, it would take 4.1-6.2 days for indium to reach the end of the catheter access port (cap). It appeared that the medication had not left the pump reservoir. A second scan was scheduled for (B)(6) 2013. It was noted that the patient¿s condition was stable; however, the reporter was uncertain if the patient was receiving therapy at this time. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8575, lot# j0333129r, implanted: (B)(6) 2004,explanted: (B)(6) 2007,product type: accessory. (B)(4).